Event description:
Customer claims that while the product was in use, the side panel has zipper damage, when the zipper is closed, there are parts where the teeth separate. There was no pt incident or injury reported.

Manufacturer narrative:
(B)(4). Zipper damage. Eval: results: eval for the returned product shows that the window side, right window zipper slider body is open. (B)(4).